Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that would not inflate. During explant it was observed that the cylinders were degloved and there was a hole causing fluid loss. The existing reservoir was abandoned and an entirely new system was implanted. There were no patient complications reported.